Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pseudomonas peritonitis and sepsis. The cause of peritonitis was reported as "hospital acquired". The cause of the sepsis was not reported. It was reported that the patient was hospitalized for other indications and developed peritonitis within 10 days of hospitalization. The patient was treated with unspecified "intravenous antibiotic and pressors". At the time of this report, the patient outcome was not reported. On an unreported date, it was reported that the pd catheter was removed and the patient transitioned to hemodialysis. No additional information was available.